Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 19 was received. Customer changed the pump supplies and alarm was resolved. Insulin delivery was resumed. There was no reported impact to customer's blood glucose. No additional information was provided.